Event description:
A patient reported issues related to button functionality, charging, and touchscreen responsiveness. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting, and no additional actions were required.